Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received multiple inappropriate shocks for svt rhythms. The patient is asymptomatic. One episode had morphology discrimination with one discriminator labeling the episode as vt and another indicating svt. The discriminators were turned off. No patient symptoms were reported.